Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The stryker prophecy team has received a CT scan for upcoming revision surgery due to subsidence and loss of fixation for the tibial component.